Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during surgery, they noticed scratched lens. Lens was removed from the patient's eye. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in d.10. Additional information was provided in h.3., h.6. And h.10. A sample was not received at the manufacturing site for evaluation for the report of plunger over rode anterior side of optic, scratch on lens and iol removal; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).